Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the facility.

Event description:
Additional information was received from the user facility. A different camera was used to complete the procedure. There would have been a slight delay while obtaining a new camera and the patient was likely under general anesthesia. The device was sent to a third party and returned not repairable.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been nearly 10 years, since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed, the image did not display, due to a faulty charged-coupler device (ccd) unit. The cause of the faulty ccd unit was likely, from the device exceeding the products life. And failed, due to aging deterioration. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. There was no image displayed due to a faulty charged-coupler device (ccd) unit. Also found was a shortage in the cable, which caused an intermittent flicker in the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that during a procedure, there was a black screen while using the high definition autoclavable camera head. Upon inspection the camera was not functioning, and the internal charged-coupler device (ccd) head failed. No patient harm was reported.